Event description:
Information received by medtronic indicated that the insulin pump was requiring battery changes with every 3 to 4 days. Customer stated that the insulin pump alarmed low battery alarm. Customer stated that he battery did not last more than 1 week. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.